Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Bilateral knee stiffness [joint stiffness], bilateral knee pain [arthralgia]. Case description: a spontaneous report was received on (B)(6) 2011 from a (B)(6) female pt with a history of osteoarthritis of the knee, initials (B)(6), who experienced bilateral knee pain and stiffness after receiving synvisc-one. The pt received synvisc-one in both the knees on (B)(6) 2011. The pt stated that she experienced terrible bilateral knee pain and stiffness after receiving the synvisc-one injections. The pt received a cortisone injection on (B)(6) 2011. The pt also used tylenol and ice as a treatment. The pt reported that the pain and stiffness in the knees were slowly getting better since the cortisone injections. On (B)(6) 2011, add'l info was received in the form of qa results without a lot number. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.